Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited variable sensing and undersensing leading to inappropriate ventricular pacing and inappropriately mode switching. The ra and the rv lead remain in use. No patient complications have been reported as a result of this event.